Event description:
It was reported that about ten (10) days after starting to use the product, when the customer was checking the air pressure of the cuff, the pilot balloon got detached from the inflation line. No patient injury.